Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence on multiple occasions. There was no reported impact to customer¿s blood glucose level. The customer declined to troubleshoot with tandem technical support.